Event description:
It was reported that the patient was unable to charge the implantable neurostimulator (ins). It was noted that it was attempted to interrogate the ins and they could not. It was noted that they were unable to interrogate. It was noted that an appointment was made with the manufacturing representative for a jump start. It was noted that the outcome was resolved without sequelae on (B)(6) 2014. Additional information received reported that the event was an overdischarge. It was noted that the overdischarge was related to the patient. It was noted that there was patient non-compliance with recharging schedule and the patient forgot to recharge. Additional information received reported that the patient experienced increased pain. It was noted that the event was not programming/stimulation related. Additional information received reported that there was no patient death or patient injury. It was noted that the device was replaced with another device. It was noted that the patient recovered without sequela.

Manufacturer narrative:
Analysis found that the implantable neurostimulator (ins) battery had reduced capacity due to overdischarge. According to the trace report and returned information the ins went into lock mode on 2014-(B)(6) due to it not being charged regularly. A physician mode recharge was able to restore telemetry when received for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3550-29, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.